Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the lead was found to be bent when opening the package. The lead was not used. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
Analysis found no anomaly with the device. If information is provided in the future, a supplemental report will be issued.